Manufacturer narrative:
Concomitant medical products: product ID 97740, serial#: unknown. Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he had turned his stimulation up for a couple days and really used it a lot starting last thursday. He turned stimulation off on saturday but he can still feel stimulation. It doesn't feel as strong as the stimulation was when he had the stimulation on thurs-sat. Pt did not have the programmer (pp) with him at the time of the call. Pt stated no falls/trauma.